Event description:
It was reported that the cylinders of this inflatable penile prosthesis were not filling properly. Surgical intervention was performed and it was determined that the pump had a dislodged valve. The cylinders and pump were replaced. No patient complications were reported.